Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g3: date received by manufacturer - additional information g6: report type ¿ updated/follow-up h2: correction h6: adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.